Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received multiple inappropriate shocks for rv lead noise. Diagnostic imaging revealed lead dislodgement. Lead was capped and replaced on (B)(6) 2016. Patient was stable post-procedure.